Event description:
It was reported the device showed an alert that an electrical reset had occurred prior to opening the package. The reset occurred upon interrogation of the device prior to implant. The device was not used. No patient complications have been reported as a result of this event.

Event description:
It was reported, the device showed an alert that an electrical reset had occurred prior to opening the package. The reset occurred upon interrogation of the device prior to implant. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional analysis revealed the cause for pulsed watchdog power on reset (por) was not determined. Testing and evaluation of the hybrid reported nominal operation with typical current drain levels and functionality. Temperature testing was performed on the device. No confirmation of any abnormal condition that would have resulted in pors was observed. The hybrid is fully functional, and a root cause of the failure could not be established. The stacked chip scale package was optically inspected after removing all of the surrounding components. No copper trace anomalies were noted on the edges of the package.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Analysis of the memory data indicated the wi reless telemetry was terminated due to a pulsed signal from the watchdog timer resulting in a power on reset that occurred on (B)(6) 2012. (B)(4).